Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (Explant date): few years ago. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 13866907 / 13866907, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 14081558, model/catalog description: artisan lead 50 cm. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.